Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 180 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was exposed to moisture. The customer reported that the insulin pump alarmed failed battery test. The customer was unable complete to troubleshoot. The insulin pump will not be returned for analysis.